Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. It was also reported that the customer could not charge the pump despite the attempt of multiple cables. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the current pump until the replacement pump was received.